Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual inspection found that the inflow tubing fms vue 24pk was in used condition, the fill chamber had a crack at the mounting section. No other anomalies could be observed. A functional test was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the inflow tubing fms vue 24pk would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the system set up. As per IFU, to avoid damage to the tubing make sure that tubing is centered on the groove of the pump. When installing tubing, make sure tubing is not kinked or collapsed. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an shoulder arthroscopy procedure, it was observed that the fms fluid management system inflow tubing (fms vue) device had a hole which led to leaking of the solution into the room. There was patient involvement. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: h4: the device manufacture date is currently unavailable. Investigation summary the product has not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that inflow tubing fms vue 24pk was sitting on a table, however the reported condition could not be clearly observed and no observations pertaining to the nature of the reported event could be identified. The overall complaint was unconfirmed as the observed condition of the inflow tubing fms vue 24pk would not contribute to the complained device issue. ¿ based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during the system set up. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.